Event description:
It was reported the patient's implantable neurostimulator (ins) eroded through the patient's skin. The ins was explanted and the issue was resolved. Cultures were taken and there was no infection present. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v190602, implanted: (B)(6) 2009, product type: lead. Product ID: 3389s-40, lot# v190602, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. (B)(4).